Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The device had cracked case at display window corners and minor scratches on the lcd window. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alerted check blood glucose now. He pressed the down arrow on the device but it wouldn't go down. Customer stated the buttons weren't responding. Issue had occurred about five to six times. Customer's blood glucose was 90 mg/dl customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.